Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. CT scan images of the mitral valve available at the transcatheter study report were reviewed. Two stented bioprosthesis (per customer both corresponding to edwards products) can be observed in aortic and mitral position. No calcium deposits can be observed on the mitral valve leaflets, therefore customer report of "calcific degeneration with leaflet thickening leading to stenosis" cannot be confirmed through analysis of available pictures. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 7300tfx25mm valve implanted in mitral position was placed under consideration for a reintervention after an implant duration of approximately 5 years and 7 months due to calcific degeneration with leaflet thickening leading to stenosis (mean gradient 16mmhg; valve area 1,05cm2) and trace regurgitation. The patient presented with dyspnea and nyha iii.

Event description:
Edwards received notification that this patient with a 7300tfx25mm valve implanted in mitral position was placed under consideration for a reintervention after an implant duration of approximately 5 years and 7 months due to calcific degeneration with leaflet thickening leading to stenosis (mean gradient 16mmhg; valve area 1,05cm2) and trace regurgitation. The patient presented with dyspnea and nyha ii.

Manufacturer narrative:
Corrected data in section b5 (describe event or problem), h6 (device code(s)): "1153 - degraded" removed added information to section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors including a history of chemotherapy.